Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt parameters were not ideal. Once implanted, there was poor pacing and high thresholds. The pocket was revised and a dislodgment was noted as well as the helix appeared to be damaged. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead returned was damaged with the helix stretched. Visual inspection found the lead body damaged with both conductors flattened, and the outer and inner insulation breached. There was blood visible along lead length on proximal conductor and distal conductor also. Due to the time of implant, and the anomalies described on the returned papers work. It is likely that the finding results contribute to the complaints and caused at implant. If information is provided in the future, a supplemental report will be issued.